Manufacturer narrative:
Correction: health effect, impact code f29: death not related to reported adverse event was entered and submitted in error. This device related event did not result in user death. The updated health effect, impact code(s) are included in this follow-up submission.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user paused insulin for a walk after eating, observed cgm glucose readings in the low 80s that were approximately 20¿25 mg/dl lower than a concurrent fingerstick of 101 mg/dl, and treated preemptively with glucose tabs and food while resting until glucose rose, then later resumed insulin at home with a glucose of 122 mg/dl. Symptoms included perceived low-glucose sensations that the user typically feels in the 80s to mid-70s, though the user did not feel symptomatic at the time of treatment. Outcomes included resolution of the low-glucose concern without injury, medical intervention, or hospitalization. Investigation included troubleshooting and education, including recommending carrying a glucometer and test strips during walks and confirming fingerstick values before reacting to cgm readings. Investigation of this case revealed a discrepancy between cgm and capillary glucose readings with preemptive hypoglycemia management, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.